Manufacturer narrative:
Pump programmed with multiple boluses and bolus wizard and all registered properly in the daily total history and also matched properly with the units left on the status screen noted. No history anomaly noted. Pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched and cracked display window.

Event description:
The customer reported via phone call that the insulin pump only periodically delivers insulin and does not accurately record the bolus history. The customer's blood glucose reading was 137 mg/dl before the phone call. Customer was advised that the device would be replaced and to return the product for analysis